Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5083552. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was received for evaluation by our quality team. The complaint of a damaged catheter was confirmed from the video that was provided for investigation. The needle was protruding through the catheter tubing, which caused the catheter tip to bend away from the needle at the puncture site. The catheter appeared to be in one piece and no damage could be discerned on the needle. As the damage was verified outside its packaging, it could not be determined if the damage occurred during use and handling or during manufacturing. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Event description:
It was reported that when handling the device on the patient, the silicone part breaks, causing the procedure to fail. Additional information received on 11nov 2025: the sample is not available due to the material having infectious residue. We had a very high volume of material with quality deviation. The material caused pain at the venipuncture site during the puncture and post-puncture and increased the amount of need for venipuncture (multiple punctures).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.